Event description:
It was reported there was a ¿possible¿ dislodged, or displaced, catheter. The caller did not know when the issue occurred but stated the magnetic resonance imaging (MRI) was being done to check catheter placement. The medication being dispensed was unknown.

Manufacturer narrative:
Concomitant products: product ID 8578, lot# n171554006, implanted: (B)(6) 2008, product type accessory; product ID 8 709sc, lot# n178569008, implanted: (B)(6) 2008, product type catheter; product ID 8709sc, lot# n178569008, implanted: (B)(6) 2008, product type catheter. (B)(4).